Manufacturer narrative:
Investigation results: eight 10010454-0006 samples were received for investigation; one of the samples received was in opened packaging from lot 22055938 with clear residual present, whilst the rest of the samples were received in sealed packaging also from lot 22055938. The customer reported that on four occasions, they experienced leakage "from the lower y smart site" and "on observation the smart site is oval". A visual inspection of the used sample confirmed the customer's experience with the smartsite y-site observed to be oval in shape; leakage was observed from the oval smartsite during a flush through. Analysis of the seven remaining samples identified three to have slightly deformed smartsites, however leakage testing did not replicate any further leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055938 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the oval shape is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval shaped therefore when the round fla component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 10010454-0006 product.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim: we have had a situation with 4 taxol lines leaking from the lower y smart site. On observation the smart site is oval not round and the leak was considerable. One incident leaking with chemotherapy (docetaxol) others with normal saline.